Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag leaked at the port weld. This event occurred after the bag had been filled with an unspecified solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Microscopic inspection revealed a small tear along the front upper right side of the spike port weld area of the bag. Functional testing was performed by filling the bag with water; a leak was observed from the spike port weld area. The reported condition was verified. The cause of the condition was not determined. The supplier of the component has been notified of this condition. A batch review revealed that there was a bag that failed a leak test during manufacturing due to a misaligned welder machine. The machine was aligned and the mandrel was adjusted. Affected products were scrapped. Should additional relevant information become available, a supplemental report will be submitted.